Event description:
Just received a dream station 2 CPAP from philips to replace my recalled dream station 1. First use was last night. 10 pm start up. Woke myself due to snoring at 3 am. Machine had no power. Ac/dc adapter was extremely hot as well as the machine. Unplugged right away. There was a fair amount of water remaining in the reservoir. So I don't think that is was the heat element in the humidifier causing the high thermal. Please advise as to what is my next step. Reference report: mw5154667.